Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that rescue tape was applied to the driveline on (B)(6) 2019 due to wear and tear on the external portion of the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. The account reported that the patient had wear and tear to their driveline. Rescue tape was applied over the damaged locations on (B)(6) 2019. The patient remains ongoing on vad support. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2016. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.